Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer states the left side frame is broke at the weld where the back cane meets the side frame. Dealer also states the arm pads, front casters, left clothing guard are worn. The handgrips are missing per dealer.